Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device was worn, dull and would not cut. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw blade device was received in a heavily worn condition. It was noted that the device will not cut/dull. It was noted in the service order that the sagittal saw attachment was not working properly. It was noted that the saw blade device was received together with the attachment device, and it was not needed to be separate from the tool coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.